Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that a patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the pod's cannula dislodged from the infusion site (leg). When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection was delivered and a new pod was applied immediately after the event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The overall length of the soft cannula was measured and found to be within spec. No issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. Inspection of the exposed portion of the soft cannula did not find it bent or kinked.